Event description:
The st. Jude medical representative reported that an extended charge time was observed along with a battery voltage of 2.6v. The implantable cardiac defibrillator had paced 9% of the time. To date, 21 therapies have been delivered with 15 aborted therapies in the lifetime diagnostics. The decision was made to explant the implantable cardiac defibrillator.